Manufacturer narrative:
Sc-1110-02, sn: (B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure.